Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: D8, D9, H2, H3, H6, H11 The device was returned to Olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: Broken light guide bundle of the Video cable section, the light transmission is lost or too low and deformed outer tube.A root cause could not be identified. Based on the results of the investigation, the most probable cause of the lost or too low light transmission was traced to broken light guide bundle of the Video cable section and the deformed outer tube was traced to component failure due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.